Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low urea nitrogen concentrated (un_c) result was obtained on a patient sample on the advia chemistry xpt instrument. The customer also reported that the sample contained bubbles before it was processed on the instrument. Siemens determined that quality controls (qcs) recovered within acceptable ranges prior to and after the sample was processed. A siemens customer service engineer (cse) was dispatched to the customer's site; during this visit, the cse verified the settings of the dilution probe pipette (dpp) sensor. The cse determined that no hardware action was required and siemens ran samples with bubbles to reproduce the issue. Siemens further investigated the issue and determined that the foam or bubbles inside of the sample tube contributed to the discordant, falsely low un_c result. As per the advia chemistry xpt urea nitrogren concentrated (un_c) instructions for use, the customer should have ensured that the sample was free of fibrin, particulate matter and bubbles prior to placing the sample on the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low urea nitrogen concentrated (un_c) result was obtained on a patient sample on an advia chemistry xpt instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low un_c result.